Event description:
Event description cpi received information that a pacemaker dependent patient with this implantable pulse generator (ipg) was exhibiting oversensing with inhibition in the bipolar mode.